Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after using the sureform 45 stapler instrument, the jaws of the instrument came out closed. The customer manually opened the jaws of the instrument and installed a new cartridge. However, an error message was displayed on the system. The issue was not resolved. Use of the instrument was discontinued, and it was replaced to the backup. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no patient harm. The jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal. There was not bleeding. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sure form stapler instrument was analyzed and found to have a lodged staple in the I-beam assembly. As a result, the bevel spur gear was binding causing the instrument to fail initialization. The staple was removed from the instrument and one staple was confirmed. After removal of the staple, the instrument was retested and the bevel spur gear operated smoothly. The instrument was reseated onto the in-house system and passed initialization on 3 of 3 attempts. Additional observation(s) related to customer reported complaint: the instrument was found to have the bevel spur gear binding. The instrument housing was removed, and the bevel spur combo gear was manually rotated. The instrument was compared to an in-house golden instrument and high friction was observed. The gear was found to be binding. As a result, the instrument failed during initialization. There was no excess material found on the pocket ridge. Visual inspection found a lodged staple in the I-beam assembly causing the binding. Additional observation(s) related to customer reported complaint: the instrument was found to fail during initialization based on in-house testing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.